Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned. Review of the manufacturing records for the batch involved confirmed that the devices in this batch met all applicable specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported a death occurred. On (B)(6) 2018 a 30mm watchman ® laa closure device & delivery system was successfully implanted during a left atrial appendage (laa)closure procedure. The following day the patient expired due to respiratory arrest and consequent circulatory failure. There was no pericardial effusion and the physician stated that the event was not associated with the implantation.